Manufacturer narrative:
(B)(4)

Event description:
Covidien received a report that this n40 handheld pulse oximeter display is missing segments. The patient was not harmed or injured as a result of the event.